Event description:
The customer contact reported no flow. The primary tubing set was being used to deliver an unspecified solution via a symbiq pump. At an unspecified time, a secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified concentration of vancomycin. The secondary solution container was raised higher than the primary solution container. After an unspecified length of time in use, it was reported that the secondary solution stopped delivering and the primary solution was delivering at the secondary rate. At this time, it was noted that the secondary solution container was half full. After an unspecified length of time, the remaining vancomycin was delivered. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.